Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. No unexpected frozen display noted. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 5 to 6 mmol/l. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.